Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/07/2014 to the present date 10/7/2020 and confirmed that this device was not previously returned for servicing and there were production failures (B)(4) for wrong pkb which does not correlate to the customer reported issue.

Event description:
It was reported that the device received error code 800.8000. There was no reported patient involvement.